Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) indicated the healthcare professional (hcp) was the initial reporter. The hcp information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient receiving lioresal (unknown dose and concentration) via an implanted pump. The indication for use was intractable spasticity and head/brain injury. It was reported the patient was claiming to have more spasticity and spasms in their legs. A dye study was performed on (B)(6) 2018 and the study showed a broken catheter. The intrathecal segment was broken off and was floating in the cerebrospinal fluid. The patient's catheter was replaced and the patient's dose was started at 100 mcg/day of lioresal 2000.0 mcg. The patient also asked to change out their pump since it was almost 5 years old to avoid having another surgery in the near future. The patient was kept overnight for observation. Additional information received from rep indicated they (the rep) was the initial reporter. It was noted that there was no identified date of the broken catheter, but was found during dye study on (B)(6) 2018. It was noted that the issue was resolved and a new catheter was implanted. The rep noted yes a picture of the broken catheter was sent when asked the cause of the broken catheter. The rep did not known the patient's weight. The event date was (B)(6) 2018. No further complications were reported/anticipated.